Event description:
The customer reported to (B)(4) that she had an allergic reaction to her breast pump and had to have surgery as a result.

Manufacturer narrative:
Multiple attempts to follow up with the customer's including a final attempt by letter, to get additional complaint information, including medical treatment, if any, were unsuccessful. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.